Event description:
Patient revised on (B)(6) 2021 due to instability, approximately 2 years after primary surgery. Surgeon explanted the 135/145 36/+6 humeral cup and then implanted a 36/+6 standard humeral cup and a 135/145 reversed adapter for an extra +9mm of spacing.